Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced intermittent, ongoing elevated blood glucose (bg 400s mg/dl) and the cause was not known. The customer's parent assisted the customer by bringing insulin injections to use to address bg. Tandem technical support (cts) assisted the customer with performing a pump system check. No device issues were identified. Cts advised the customer to discuss the event with a healthcare provider.